Event description:
The user facility reported a 63-year-old female who was decompensating prior to a splenectomy procedure was implanted with an impella cp device for mechanical circulatory support. When inserting the pump, the catheter was advanced in the left ventricle (lv) and the lv collapsed. The md was unable to remedy and determined to explant that impella and insert a new one due to the patient's deteriorating condition. The new impella was inserted successfully, however, the patient experienced bilateral ischemia. The pump was explanted four days after implant due to the patient's multiple comorbidities. The patient expired. Additional information from the clinical consultant indicated that the patient death was not related to impella.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Manufacturer narrative:
Since the medical center did not return the impella device, no benchtop analysis was possible. The cause of the limb ischemia was not determined since the product was not returned and sufficient clinical information was not provided.